Manufacturer narrative:
The clinical representative reprogrammed the patient and provided three different programs to try. The patient tried all three settings, but did not experience an improvement in pain relief. The implanting clinician determined via x-ray that migration had occurred. The patient explained to the implanting clinician and the clinical representative the pain/discomfort experienced is slightly different than his initial pain for the stimulator. The implanting clinician advised the patient to try a new waa program for the next two weeks. If no improvement, a replacement of the lead will be performed. On (B)(6) 2021, the clinical representative provided an update on the patient's condition. The implanting clinician is unsure what caused the migration. The clinical representative stated the patient had not reported any falls or incidents. However, the patient lives a very active lifestyle which may have contributed to the migration. The patient had reported no improvement in pain relief from the new program. The patient's pain seems to be a new pain and might not be related to the migration. No additional information is available at this time, and a revision is not scheduled. Based on this information, the new pain and migration were confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used for the treatment of pain. The cause of the migration is likely due to activity shortly after implant prior to the implant site fully healing. The cause of the new pain is unknown. Design fmea for stimq 06-01233 and hra for stimq 06-01232 was reviewed and discomfort and migration are a known issues with mitigation controls in place to reduce risk as far as possible and no corrective action is required.

Event description:
On (B)(6) 2021, the clinical representative became aware of a patient experiencing a possible migration of the lead implanted at the middle cluneal nerve.